Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that this kit was opened to finish a procedure; however, the stainless steel tunneling device with the green compression sleeve and white screw cap could not be properly locked during the procedure. As a result, the catheter disconnected during use. After battling quite a while, the doctor managed to insert the catheter successfully. Another kit was opened to retrieve the components needed to complete the procedure. No excessive bleeding or pt treatment delay was experienced.